Event description:
It was reported that after the patient received appropriate shocks, the device was interrogated. It was noted that there were symbols rather than the expected data in the patient data screen, and there was an observation that there was invalid data in the trend report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.